Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella 5.5 was inserted during cross-clamp into a 10 millimeter graft and aorta under negative pressure from the aortic root vent. Once in the aorta, the pump was placed via direct visualization through aortatomy. Incorrect flows coupled with non-pulsatile motor current along with a non-decompressed ventricle led the team to explant the device for failure. The patient remained hemodynamically stable on minimal inotropes throughout triage period. No patient harm was reported.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs showed pump position was in aortic area for almost entire of the case that triggered suction and pump position in aorta alarms. No other issue was found on the log. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of low flow was most likely due to pump was not in the proper position.